Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00739.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, the physician experienced resistance while advancing the cat6 through the pinpoint valve on the sheath. It was reported that the pinpoint valve of the sheath was too tight; therefore, the physician decided to cut the pinpoint valve and reattempt to advance the same cat6 with the peel-away sheath. However, the cat6 would not advance; subsequently, the distal tip of the cat6 became kinked and, therefore, it was removed. The physician then attempted to advance a new cat6 through the pinpoint valve of the sheath; however, the same issue occurred and the distal tip of the cat6 became kinked. Therefore, the cat6 was removed. The same sheath was used throughout the entire procedure. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.